Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained for a pt sample. The physician questioned the result. Testing was repeated for the pt sample twice and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.